Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6)2010 and suture was used. During suturing under the skin, the need broke at the swage. Another like device was used with no adverse patient consequences. No fragment remained in the patient's body.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.